Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm set interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is colleague (B)(4).

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel in the pump's event history as a depleted battery set alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm set interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.